Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. Review of incoming information potential claim against zimmer concerning mom hip prostheses is reported. Zimmer metasul-insert and allofit-shell combined with a non-zimmer stem. No other information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. According to the received documentation a zimmer metasul-insert and allofit-shell were combined with a non-zimmer stem. This product combination is not authorized by zimmer biomet. The IFU for metasul-insert and allofit-shell states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue; zimmer metasul-insert and allofit-shell was combined with a non-zimmer stem. This case is a off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of an allofit-s alloclassic shell 52/ii. It was reported that the patient was implanted the allofit shell in combination w/a metasul insert & a non zimmer stem on (B)(6) 2006. At the time of this report no other info is available.

Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. According to the provided info, the current situation reflects an off-label use. The product combination with a non-zimmer product is not approved & recommended by zimmer at all. Ther is no indication for a product failure. Due to fact that this is a legal claim, our legal dept. Has been provided with the available facts from the customer. Zimmer gmbh winterthur legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).